Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 crt-d, implanted: (B)(6) 2020, product ID: 693558 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial left ventricular (lv) lead was exhibiting high thresholds. The physician decided to open the pocket. A second lv epicardial lead that had been implanted at the same time as the failing lead was uncapped and tested with normal thresholds. That lead was connected to the device and the lv with high thresholds was capped. The device was placed back into the pocket and the pocket was closed. No patient complications have been reported as a result of this event.